Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi - 34.348), fibromyalgia and endometrial ablation. Concurrent conditions included rheumatoid arthritis, depression and sjogren's disease. Concomitant products included adalimumab (humira), bupropion hydrochloride (wellbutrin), methotrexate, oral contraceptive nos from 2008 to 2016, paroxetine (paroxetin) and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2013, the patient experienced nausea ("nausea") and abdominal pain ("pain abdomen"). In (B)(6) 2014, the patient experienced arthritis ("other injury(ies) or complication(s)- please describe : arthritis"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain all joints") and pain ("we discussed the pain I had been experiencing throughout my body"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, depression, post-traumatic stress disorder, nausea, weight decreased, arthritis, abdominal pain, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, arthralgia, arthritis, depression, nausea, pain, pelvic pain, post-traumatic stress disorder and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received: case category updated to serious incident, removal date, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi - 34.348), fibromyalgia and endometrial ablation. Concurrent conditions included rheumatoid arthritis, depression and sjogren's disease. Concomitant products included adalimumab (humira), bupropion hydrochloride (wellbutrin), methotrexate, oral contraceptive nos from 2008 to 2016, paroxetine (paroxetin) and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2013, the patient experienced nausea ("nausea") and abdominal pain ("pain abdomen"). In (B)(6) 2014, the patient experienced arthritis ("other injury(ies) or complication(s)- please describe : arthritis"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain all joints") and pain ("we discussed the pain I had been experiencing throughout my body"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, depression, post-traumatic stress disorder, nausea, weight decreased, arthritis, abdominal pain, arthralgia and pain outcome was unknown. The reporter considered abdominal pain, arthralgia, arthritis, depression, nausea, pain, pelvic pain, post-traumatic stress disorder and weight decreased to be related to essure. The reporter commented: current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.